Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent embolism), patient¿s condition affected effectiveness of device (stenosis), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent embolism), device failure related to patient condition (stenosis). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent in the proximal lcx with 75% stenosis. The degree of calcification and tortuosity were not reported. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion. The lesion was pre-dilated. It is reported that resistance was encountered at the lesion but force was not applied. It was not reported how the procedure was completed. No patient complications reported. The device was returned to the manufacturing facility and the stent was noted to be damaged. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The stent was not present on the balloon of the delivery system. Crimp impressions were visible along the working length of the balloon. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).